Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced capsular tear. The lens was explanted on the same day. The problem was resolved. Cause of the event was reported as unknown. H6 health effect - impact code (f): 4627.claim # (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced capsular tear. The lens remains implanted. Cataract surgery referral was made. Cause of the event was reported as unknown.